Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Investigation summary ==> major bleed/ access site adverse event: slight trickle of blood at groin noted after 5 perclose sutures and an 8fr angio seal broke when trying to secure and achieve hemostasis. Patient vessel condition noted to be tortuous. The cause of the issue was determined to be patient condition related as evidenced by the numerous perclose sutures breaking even after technique changes as well as 8fr angioseal breaking. Device history lot ==> device lot number: 1960386 device history batch ==> subcomponent lot: n/a device history review ==> the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The impella device was explanted in the procedural area following a successful hrpci. Two perclose sutures were placed at the start of the procedure for pre-closure. After removal of the 14 fr x 25 cm peel-away sheath, the team attempted to secure the perclose sutures. At this time, act was 283. Both sutures broke during the process. Initially, dr. Chaturvedula suspected the breakage was due to pressure applied at the groin site by an rn. Three additional perclose sutures were attempted, for a total of five, all of which broke in a similar manner even after the rn adjusted technique. An 8 fr angio-seal was then attempted and also broke. Contralateral access was obtained, and temporary balloon tamponade was used for hemostasis for approximately 20¿30 minutes before deflation. During this time, 20 mg of protamine was administered, and act decreased to 109. Hemostasis was nearly achieved, so additional manual pressure was applied, and the team prepared for femstop per dr. Request. Dr. Did not suspect the impella or peel-away sheath as the cause, but suggested that something in the subcutaneous tissue may have contributed. Flow was visualized down the leg with pulses present and no thrombus noted.